Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va35fmh, implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Amedtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their implant came out of the pocket and they need to have it re-done on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va35fmh, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-05 additional information was received from the patient. The patient called back to inquire about airplane/security guidelines and to discuss activities in the patient therapy guide as the patient hadn't been able to find them. Patient services reviewed information with the patient and pointed out the patient activities section for the patient in the manual. The patient reported that they would be having a surgery to fix their implant being out of the pocket on (B)(6) 2026. The patient said they didn't even do an x-ray which they were surprised about, that they just scheduled the surgery. The patient wanted to know when they could fly again after the procedure. Patient services redirected the patient to discuss post implant considerations with their doctor. Patient to follow up with their doctor.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that the patient noticed probably about a month and half ago that the stimulator had come out of the pocket. The patient said they went to feel their back and "freaked out" because the implant had moved to just under the surface of the skin. The patient said they were worried it was going to pop out of the skin it was so close to the surface but confirmed it hadn't yet. The patient stated they went to the doctor's office a few weeks ago and they said representatives (rep) had been made aware of the issue at that point and they asked the patient if they "fell or something like 3 different times" and admitted that they were a pretty active person and that they would get on a tread-mill every day but had been very restricted from normal activities while they were healing and followed all the guidelines up until they were told they could do whatever after some time had passed since their implant. Patient said initially the pain was at a level three but that now the pain was at a level 8 all over their lower back and they were concerned the lead had broken off or was floating around with the implant in their body as well. Patient mentioned they spoke with a representative (rep) who was a rep for "the cardiac" stuff at some point in the past couple weeks and the patient explained to the rep they hadn't been pushed or fallen to have caused the ins to come out and that they'd been told their managing healthcare provider (hcp) was talking about taking the patient back into surgery and putting the implant in deeper than it was before. The patient said the cardiac rep told the told the patient that they shouldn't be the one responsible for the ins coming out of the pocket. The patient said the reps who had been at their appointment a couple weeks ago had suggested to the patient that potentially pulling up their underpants might have caught on the ins and that's how it had come out of the pocket. The patient said no one had ever told them to be careful with the ins and stated they thought they could do whatever they used to do prior to getting the implant once they were healed. Patient said they hadn't been 100% healed yet and now that the ins had come out of the pocket, the pain was as much as it had been right after they'd gotten the implant. Patient said they were frustrated as they'd waited for the restriction time for they started going back to their regular activities and now it was free floating outside of the pocket where it was supposed to be. The patient stated the therapy was still working but the pain was unbearable and that's what was bothering them right now, that it wasn't inside the pocket. Patient could not recall the names of the reps they'd spoken to and said they'd interacted with a lot of diffe rent reps. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their managing health care provider to further address the issue. Patient said they had an appointment tomorrow morning (B)(6) 2025 at 10:30 am and they hoped they see the hcp at that appointment and not the pa again and that they would do an x-ray to check the ins and lead placement. They said they would review the therapy guide and follow up with their hcp tomorrow and be mindful of the implanted system when doing activities going forward.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va35fmh); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.